Event description:
During an atrial fibrillation procedure, once positioned on the septum to perform the transseptal puncture, a fracture was noted on the shaft of the device. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The catheter shaft was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported shaft damage is consistent with damage during use.